Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant captivia stent grafts were implanted during the endovascular treatment of an acute type b dissection (B)(6) was implanted proximally followed by (B)(6). A type ia endoleak was noted during the index procedure which was left uncorrected. It was reported that approximately 6 weeks post implant the patient returned for follow-up and on a CT a retrograde type a dissection was discovered in zone 2. Intervention was performed with replacement of the ascending aorta and transverse arch with connection into the tevar. The patient was discharged approximately 3 weeks later. The site assessed the dissection as possibly related to the study device and probably related to the study procedure. The sponsor assessed the dissection as possibly related to the procedure and not related to the device.